Event description:
The customer reported that the system intermittently would not display a fluoroscopy image resulting in add'l exposure to both contrast and x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system, but no conclusion can be drawn as repair info is not available.